Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on this lot that would impact the outcome of the quality of the product relevant to the defect. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that foreign matter was found attached to the bd insyte¿ autoguard¿ bc shielded IV catheter before use. As reported by the customer, translated from japanese to english, "fm on the catheter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found attached to the bd insyte¿ autoguard¿ bc shielded IV catheter before use. As reported by the customer, translated from japanese to english, "fm on the catheter."